Event description:
The pt's system was explanted due to staph infection at the implant site.

Manufacturer narrative:
The pt has decided to keep the explanted system. No product will be returned for evaluation.